Manufacturer narrative:
(B)(4). Estimated age-reported as born in 1946. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a left femoral artery was attempted using a proglide device with an 8f sheath after a staged percutaneous coronary intervention procedure on (B)(6) 2014. Reportedly, after hemostasis was achieved a hematoma was discovered. The hematoma was caused by the use of the closure device. Manual compression was applied and epinephrine and lidocaine were injected to treat the hematoma. The hematoma was considered resolved without sequelae the same day. The physician is reportedly trained in the use of the proglide device. Another staged procedure was performed on (B)(6) 2014: it was reported that an arteriotomy closure of the right femoral artery was attempted using a proglide device after a subsequent percutaneous coronary interventional procedure. Reportedly, a hematoma occurred at the right femoral area. Manual arterial compression was applied to treat the hematoma. The hematoma resolved the next day. The patient was hospitalized one day. No additional information was provided.